Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced glare, photophobia and couldn't go out in the sun because it was painful. Discussed this with the surgeon but has not had any improvement. Additional information has been requested and yet no new information received. There are two medical device reports associated with this file. This report is associated with the left eye.